Event description:
The customer reported via phone call that she experienced high blood glucose. Customer stated she woke up and the infusion set was disconnected at the quick release and blood glucose was 485 mg/dl. Customer stated that she has had issues with the last batch of infusion sets and reservoirs. Sometimes is hard to disconnect at the quick release and a plastic piece pops out of the reservoir when she places the transfer guard down and twist it. Blood glucose at the time of the call was 353 mg/dl. Customer was advised to change the infusion set whenever experiencing issues connecting. She was advised about using other types of infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.